Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the arteriovenous graft of the upper arm. A 10.0 x40, 75cm charger balloon catheter was selected to dilate the lesion. Upon first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. An examination of the balloon identified a longitudinal tear in the balloon material. The tear stretched across the proximal markerband for a total length of 1.5cm. A visual and microscopic examination found no issue with the profile of the proximal markerband. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the arteriovenous graft of the upper arm. A 10.0 x40, 75cm charger balloon catheter was selected to dilate the lesion. Upon first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.